Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient had reported in clinic after high voltage lead impedance (hvli) measurement out of range was observed. Electrical test detected high hvli. When the pocket was opened, visible lead to can abrasions were noted at two points. The lead was explanted and replaced.

Manufacturer narrative:
The lead was returned in three segments for analysis. External insulation abrasion was noted at 2.4-4.1cm from the end of the middle segment. External insulation abrasion was noted at 10.0-10.7cm from the distal tip, consistent with lead friction to another device or feature of the heart. The etfe coating was intact at this location. External insulation abrasion was noted at 5.1-5.9cm from the connector pin consistent with lead friction to the ICD can. The sensing coil was melted at this location. The sensing coil was melted and fractured at 2.2cm from the connector pin. The rv strain relieve coil was melted and fractured. A fracture of the rv conductor was noted under the strain relieve coil. This is consistent with the observation from the field of high hv lead impedance.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information notes that prior to being explanted, the patient experienced inappropriate hv therapy.